Manufacturer narrative:
Device evaluation: the lens was returned in liquid in a lens vial. Visual inspection found a lens haptic torn off and missing. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm micl13.2 implantable collamer lens, -4.5 diopter, within the same surgery due to the lens tore/broke during delivery into the eye. There was no patient injury. A same model/length/diopter lens was implanted within the same surgery and the problem was resolved.